Manufacturer narrative:
The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File three of six for the same event.

Event description:
The distributor reported a bilateral tmj patient had the left tmj explanted due to swelling and pain. The surgeon suspects the patient may be having an allergic reaction to titanium.